Event description:
Journal article quantification of true in vivo (application) accuracy in cranial image-guided surgery: influence of mode of patient registration reports on a clinical study testing registration methods in cranial surgery using a stealthstation gen ii. Before surgery, they create surface targets on the skull, and during surgery, they create deep targets - 1mm titanium clips attached to the dura in the skull base area or falx or tentorium. Post-op they do an MRI, merge pre-op CT and post-op scans. They validate the merge by measuring correlation of 5 to 10 recognizable landmarks on CT and MRI scans (pituitary stalk, basilar and carotid bifurcations, etc.). If this correlation was not satisfactory (any measurable error on these landmarks), image fusion was performed, again, until satisfactory results were obtained. They have the location of each target as seen on CT during surgery, and measure the distance to where it appears on MRI which shows in the merged exam. This case is for patient 8 in table 3 whose best calculated accuracy was 0.9 and measured accuracy for that registration was 6.8. The article does not say that the patient was affected in any way by these measured target inaccuracies. The experimental targets were different than the actual target of the surgery.

Manufacturer narrative:
The device manufacture date is provided.several attempts have been made to obtain the system's log files to be reviewed by the manufacture but no response has been made. Therefore, the manufacturer is unable to determine the root cause without further information.

Manufacturer narrative:
The patient demographic information is unknown per the publication. Aware date is prior to (B)(6) 2005. The journal article: quantification of true in vivo (application) accuracy in cranial image-guided surgery: influence of mode of patient registration was accepted for publication january 24, 2006. The publication does not identify the date range of the study. The device manufacture date is unknown at this time. No parts or files have been received by the manufacturer for evaluation.